Event description:
The pt's physician reported that the pt died at the hospital approximately one month ago. The pt was on dialysis and she was hospitalized due to ketoacidosis. The physician was unable to provide additional info. The pump was requested to be returned for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.